Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint related to the guide wire identifier peeling was confirmed. The guide wire identifier was torn at the distal end for a length of 1mm and at the proximal end for a length of 2mm, confirming the reported damage. A 1.5mm portion of the torn guide wire identifier was separated at the proximal end and was not returned. There were intermittent offset coils 1.6cm proximal to the center solder for a length of 9.5mm. The outer diameters of the guide wire were measured and met manufacturing criteria. It was reported that the guide wire was used previously in the procedure with another device with no difficulties noted and there was no damage noted to the guide wire during the inspection prior to use. It is likely that the multiple use and interactions with devices contributed to the guide wire identifier tearing which in turn would contribute to the difficulties inserting the sds over the guide wire. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product deficiency related to peeling guide wire identifiers was noted. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue have been conducted and the performance of these devices will continue to be monitored.

Event description:
It was reported that during the procedure in the left anterior descending artery for treatment of a chronic total occlusion, a balance middleweight (bmw) elite guide wire was advanced followed by advancement of a rx trek dilatation catheter. After dilatation, the device was removed and an attempt was made to advance a 3.0x18 xience prime stent delivery system (sds) over the guide wire. The yellow marker compressed while trying to advance the sds prohibiting further advancement of the sds over the wire and a segment of the marker peeled. The physician removed the peeled segment of the marker from the guide wire and the sds was successfully advanced. An attempt was made to advance a second xience prime sds and the same occurred with the remaining portion of the marker. The physician removed the maker and the sds was advanced successfully and the stent was deployed successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: rx trek; sheath: 6 fr; stent: xience prime (2). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.